Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer clarifying that the battery depletion was unexpected as the device had been implanted in 2007 and the age of the battery was nearly 10 years old. The patient also noted they had laid in bed for nearly three weeks paralyzed until they got their device replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's previous deep brain stimulator (dbs) was replaced because it had battery failure and said that this meant they had it checked 6 months ago and it was getting low and then it just went out. The patient said that they had called to make an appointment to get it replaced but they didn't have a manufacturer representative there so they laid in bed for a week because they were an invalid and then they got it replaced. The patient confirmed they are not having any problems with their current ins. There were no further complications reported as a result of the event. Date of event is approximate.